Event description:
The timeline of the event was confirmed as follows: the patient was hospitalized on (B)(6)2023. On (B)(6)2023, laparoscopic-assisted sigmoid colectomy was performed. On (B)(6)2023 at 12:45, patient's condition worsened suddenly. The patient was found collapsed in his room in cardiopulmonary arrest. Cardiopulmonary resuscitation (CPR) started at 13:03, cardiac rhythm did not resume, and death was confirmed at 14:01. The possibility that hypercapnia contributed to posture cannot be ruled out.

Manufacturer narrative:
This report is being supplemented to provide additional information received through follow up to field b5. Additionally, to provide a correction to the previous supplemental report with information inadvertently left out (h6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (b5, b6, b7, and h3). The device was evaluated by olympus, and no abnormalities were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event could not be confirmed, and the root cause of the reported event could not be identified. Additionally, the operating log was not obtained at the time of the event. As the behavior of the recent uhi-4 has not been confirmed to be abnormal, such as overpressure, it is likely that the reported event was not caused by the operation of the device. Olympus will continue to monitor field performance for this device.

Event description:
At 1245 the patient was found lying in his room in cardiopulmonary arrest, and cardiopulmonary resuscitation (CPR) was started at 13:03.during CPR, the following medications were administered intravenously to the patient: epinephrine (0.1mg/ml syringe), 7% sodium bicarbonate solution (250ml x2 bags), normal saline (500ml x4 bags), and heparin sodium (10,000 units /10ml x1.3 bottles). Pareplus 500ml was also infusing at that time (started at 0800). Because of no cardiopulmonary resumption, the time of death was 1401. The cause of death was noted as acute heart failure. Autopsy results revealed subcutaneous emphysema, hypercapnia and vascular embolization due to carbon dioxide (reported as complications of abdominal endoscopic surgery).

Manufacturer narrative:
E1: complete establishment name: (B)(6) hospital h6: health effect clinical code: abnormal distention of the body the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before (B)(6) 2023, a 67-year-old, male, obese patient (bmi-26.2, 162 cms.) With a history of - hyperlipidemia (under treatment) and - high blood pressure (untreated), died on (B)(6) 2023 after surgery using high flow insufflation unit. An autopsy revealed large amounts of gas, presumed to be carbon dioxide, that remained in the patient¿s body. Reportedly the high flow insufflation unit for software had issue that could have led to the incident. The patient underwent a therapeutic sigmoid resection completed laparoscopically and later the patient moved to open procedure for anastomosis. The carbon dioxide gas was thought to have been released. The patient died two days after the procedure. Autopsy revealed the cause was gas. Follow-up indicated that olympus device did not cause or contribute to the death. The customer believed; the software problem related to the death at the this time did not cause (the device was used during laparoscopic sigmoid resection). The carbon dioxide gas was suctioned before suturing the patient. Patient¿s body distended 2 hours before death. There was a large amount of gas (it's unknown whether it was the gas) in the patient's body. It is unknown which drugs were infused in the patient¿s body at the time of death. The primary, secondary cause of death is unknown. The device was programmed and set at 11mmhg (the prescribed setting is unknown), the relief mode: off, alarm delay setting: 4.5s, and flow rate was high. There was no operator error indicated. On the morning of his death, patient was able to stand, walk and speak. On postoperative fluoroscopy, his body was distended abnormally and 2 hours later he died. Additional interventions undertaken are unknown. The facility had 2 devices in possession, and it was difficult to obtain the logs for both devices, hence 2 devices are reported for this event.